Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown spinal procedure, "while trying to shear off the reduction break off-screws, the tip of both drivers broke off into the screw head. The broken fragments were removed via suction and/or forceps. The procedure was able to be completed." No further details are known at this time.